Event description:
The physician was using an integrity rapid exchange (rx) stent in an attempt to cross through a previously placed stent; however,the integrity was unable to cross. The integrity was pulled back and the stent got caught on the previously deployed stent and became dislodged in the patients lad. The stent was stented into the vessel. No clinical sequelae reported.

Manufacturer narrative:
Evaluation results and conclusion: stent dislodgement 321 caused by another drug/device. -previously deployed stent has impacted on the device advancement inside the vessel and caught on the stent while retracting from the vessel. (B)(4).